Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Approximately 100 ml of fluid emptied into the packaging the device was received in due to the luer not being closed. Visual inspection showed no defects. The device was filled with water and flow was observed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing due to an ¿air lock¿. This was noticed by the patient during infusion of an unknown drug. Priming had been performed and flow was initially confirmed. There was no patient injury or medical intervention associated with this event. No additional information is available.